Event description:
On 5-jan-2026, it was reported by a sales representative via email that an ar-1288rtt2-fc3 fibertag tightrope ii experienced an issue during use. Upon passing the graft and tensioning the tibial side, the tightrope interface broke during tensioning. The failure occurred twice consecutively. As a result, the tibial button and the femoral-sided tightrope were cut out to allow for re-suturing. This was discovered during a pediatric anterior cruciate ligament reconstruction procedure on (B)(6) 2026. Additional information was received on 08-jan-2026: the two tightropes that broke were the tibial-sided ar-1588tnt2 fibertag tightrope ii abs. Because the tibial tightrope failed, the entire construct had to be removed and the site re-prepped. This issue occurred while the implants were in the patient. Once the tightrope sutures broke, all components were removed and the site was re-prepared using products from another manufacturer, resulting in a surgical delay of approximately 1.75 hours. According to the sales representative, no additional anesthesia was required, and the patient was not harmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.